Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision t4-pelvis performed on (B)(6) 2015 by dr (B)(6). Original fusion done on (B)(6) 2014 including pso at l2. Dr (B)(6) replaced the s1 and iliac screws. The surgeon commented that there had been some movement of those screws and the patient had "fallen" forward. There was no screw or rod breakage. Patient posture had changed, the surgeon had noted that there had some micro movement around the s1 and iliac screws. Patient outcome is unknown at the time of this report. X-ray photos are available. Patient initials (B)(6). No further information is available.